Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed falsely depressed results while using architect anti-hcv reagents. The following data was provided for the same patient. Sid (B)(6) (tested (B)(6) 2018) (B)(6). Confirmation was (B)(6) using inno-lia hcv score method and nat method was (B)(6). Previous and subsequent results were (B)(6) using the architect method. Sid (B)(6) (tested (B)(6) 2018) (B)(6). Confirmation was (B)(6) using inno-lia hcv score method, nat not performed. Sid (B)(6) (tested (B)(6) 2018) (B)(6). Confirmation was indeterminate using inno-lia hcv score method, nat not performed. No impact to patient or donor management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. The product was returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. An external commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9047) were tested with retained kits of the likely cause reagent and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.